Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. When the device was advanced within the chronic total occlusion, discomfort was felt in the operation. The use of the device was discontinued and upon checking, the distal tip was found to be separated. Fluoroscopy and another ivus showed the detached piece adhering within the blood vessel wall. The procedure was continued as it was, and the planned lesion was treated with a different device. There was no adverse effect to the patient. There was no particular clinical problem related to the tip detachment since, after this procedure, it had already been planned to amputate the lower limb at the thigh, in a location proximal to the part where the separated tip was confirmed to be adhered to the vessel wall.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging core was observed coiled. Microscopic inspection revealed the imaging window was detached which were not returned for analysis.

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. When the device was advanced within the chronic total occlusion, discomfort was felt in the operation. The use of the device was discontinued and upon checking, the distal tip was found to be separated. Fluoroscopy and another ivus showed the detached piece adhering within the blood vessel wall. The procedure was continued as it was, and the planned lesion was treated with a different device. There was no adverse effect to the patient. There was no particular clinical problem related to the tip detachment since, after this procedure, it had already been planned to amputate the lower limb at the thigh, in a location proximal to the part where the separated tip was confirmed to be adhered to the vessel wall.